Event description:
It was reported that routine follow up imaging, taken seven months after implant, demonstrated that an ivc filter was tilted approximately 45 degrees and that a filter arm had detached and migrated to the right ventricle. The detached limb was successfully retrieved with a snare. The following day, the filter was also successfully retrieved without incident. Reportedly, five months after implant, when the pt was being examined for other co-morbidities, imaging demonstrated that one filter arm was pointing in a cephalad direction. The pt is asymptomatic and is in stable condition.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The sample will be retained by the user facility risk management department. Therefore, a device evaluation could not be performed. The investigation is currently underway.